Event description:
It was reported that the lead was difficult to place and after several attempts the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.